Event description:
Event: unresolved type I endoleak. Case details: during the superior attachment system deployment, the graft migrated down the target zone. This caused an endoleak that was treated with re-ballooning. Final angiogram demonstrated a small posterior endoleak. The patient will be monitored by the physician.